Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation finding of brush detached/separated. Block h11: the returned rx cytology brush was analyzed, and the product analysis found the device was returned without the brush. The orange ring was detached from the cannula and the cannula was kinked. The reported event brush bent was not confirmed. Based on available information, the investigation findings of orange ring from the cannula was kinked and the ring from the handle detached most likely happened due to the physician's technique at the time of extending and retracting the brush. Friction and possible tortuosity of the procedure could have cause the detachment. The brush was not return; therefore, it is most likely that it was manually removed in order to obtain the samples from the procedure. The most probable cause for brush bent/kinked could not be established since the brush was not return for analysis. The most probable cause for the investigation findings is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with brush procedure performed on (B)(6) 2025. During procedure, at the 4th time inserting the brush, it was more difficult and there was resistance noted. On the 5th time, the metal pin bent, and the brush could no longer fit into the sheath. The brush was sent for pathology. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of brush detached.